Event description:
It was reported that the patient had a surgery to replace an inflatable penile prosthesis(ipp) cylinder due to holes in the cylinder connection tube. The patient visited the physician two weeks prior to the surgery and it was discovered that there were holes in the connection tube. The original reservoir and pump were left in the patient. A patient outcome of stable was reported.

Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested. The krt of both cylinders identified to be cut down to the input tube sleeve resulting in an inability to confirm the tubing hole allegation. The tubing was not return for analysis. Both cylinders had wear at folds; no leak was found in cylinder body. Therefore, this wear would not affect the functionality of the device. Cylinder 1 has large cut/damage at the end of proximal cylinder body that was result of sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. Product analysis was unable to confirm the reported events. The product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient had a surgery to replace an inflatable penile prosthesis(ipp) cylinder due to holes in the cylinder connection tube. The patient visited the physician two weeks prior to the surgery and it was discovered that there were holes in the connection tube. The original reservoir and pump were left in the patient. A patient outcome of stable was reported.